Event description:
It is reported that the patient experienced infusion set issue with three sets on (B)(6) 2026 due to user error. It was stated that the infusion set needle was bent after insertion as the tubing was placed in the notch prior to cocking the spring into place which leads to high blood glucose levels and got treated with correction injection via multiple drug injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.